Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and irritation at the implant site; however, the issue cold not be resolved. Subsequently, the patient underwent revision surgery on (B)(6) 2016, to have an internal magnet placed. The implanted device remains.